Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was attributed to misuse.

Event description:
A piece broke off the ceramic block when it was pulled out of the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.